Event description:
During a laparoscopic nissen procedure, the activatin button on the device became stuck in the on position. The device continued to heat until removed from the pt. A small flame was noted, at which time the device was disconnected from the power source. There were no reported pt or user complications as a result of this event.